Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the top portion of the needle would not unscrew.

Manufacturer narrative:
(B)(4). A review of the manufacturing records was performed by the supplier which found the lot passed all acceptance criteria. There were no failures observed. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results. Teleflex has made the supplier aware of this report and will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the top portion of the needle would not unscrew.